Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.¿upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell two, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The hp was going to finish the therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.